Event description:
Boston scientific received information that this right ventricular lead was found to be dislodged and pacing in the right atrium. The patient was booked for a repositioning procedure. This lead remains implanted. It was noted that the patient felt fatigue, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.